Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a ¿less than meal¿ for a very low-carbohydrate, small-portion meal while engaging in outdoor yard work, with blood glucose decreasing from approximately 80¿90 mg/dl at announcement to 61 mg/dl, then treated with oral glucose and trending up to 73 mg/dl by end of call. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without hospitalization. Investigation included troubleshooting and education regarding meal announcements, algorithm function, exercise impact on glucose, and user practices. Investigation of this case revealed no device malfunction and identified user behavior as a contributing factor, including inconsistent meal announcements by user preference and exercise-associated glucose lowering. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.